Event description:
It was reported by the sales representative that her demo unit was noisy. This was noted in (B)(6) 2011 when she was testing the unit prior to doing an inservice presentation. There was no patient involvement.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause of the device being noisy was a misalignment between the connector and the coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.